Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that one patient sample generated an initial sodium assay result of 188 mmol/l on one of the architect c8000 analyzers in the lab. The sample was retested on another architect c8000 analyzer in the lab and generated a result of 140 mmol/l. There is no indication that the suspect results were reported from the lab. A service call was initiated. There is no impact to patient management reported.